Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively the pacing lead exhibited excessive rotation of the helix and tissue in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted no tissue was present on the helix at the time of analysis. If information is provided in the future, a supplemental report will be issued.